Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Three devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 20 devices were evaluated in the field and the issue was confirmed; 12 devices had broken/damaged components, five devices had worn components, one device had missing components, one device had loose components, and one device had a cracked component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 26 </noe> malfunction events, where it was reported the brakes/steer were difficult to engage/disengage or wouldn't engage. There was no patient involvement.